Manufacturer narrative:
Investigation - evaluation. The device was returned with the handle in the closed position and the basket formation was in the partially open position. The pin vise knob was found to be tight and secure. The basket sheath and support sheath are attached and secure. A visual examination noted the basket s heath has several kinks. A severe kink is noted from the distal tip of the basket sheath and again from the distal tip. A visual observation also noted that one of the wires in the basket formation has pulled out of the cannula. A review of the device history record was reviewed and two non-conformances noted for reported lot. Since these non-conformances are related to the complaint issue appropriate product and quality managers have been alerted. We will continue to monitor for similar complaints. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a cnr stone extraction holmium laser lithotripsy and stent placement procedure. The device in use was an ncircle tipless stone extractor. The physician indicated that the basket broke while attempting to retract a large stone. There were no further details about how the basket broke. The procedure was able to be completed with the use of a new basket. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.